Event description:
Patient was intubated on 40% o2. Around 2am, rt did a vent check and placed patient on 100% for an inline suction (used 100% suction button). After two minutes of 100% o2, the ventilator defaulted back to 40%. However, in epic, the o2 flowing over into the vs flowsheet was still reading 100% about 1 hour afterward. This resulted in false information being validated in the chart and the rn having to override the data from the ventilator. Manufacturer response for ventilator, continuous, facility use, nihon kohden (per site reporter) the fix will be included in next software revision : v01.22.06.22_1.3.4.2. This was due to be updated in spring.